Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Since the device was received in a biohazard bag with biohazard labeling, evaluation could not be completed and a definitive root cause of not being able to clean the device could not be identified. The instruction for use (IFU) warns against improper reprocessing with the direction that ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope would not clean properly during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device was returned to the customer unrepaired due to the scope being sent to the repair center with biohazard labeling in a biohazard bag which could not be accepted into the repair facility due to safety reasons. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.